Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective electrodes. The fse replaced the electrodes to resolve the issue. Date of birth: information not provided by customer. Weight:information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au680clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.